Event description:
The nurse practitioner reported that a patient, with a history of systemic reactions to multiple allergens, developed a systemic rash and respiratory distress approximately two hours after beginning treatment with v.a.c. Granufoam silver. V.a.c. Therapy was discontinued for the weekend and patient was administered IV steroids and h+ inhibitors. V.a.c. Therapy was reapplied after the weekend using v.a.c. Granufoam and v.a.c. Whitefoam without further issues. According to the nurse practitioner, the patient was discharged home with v.a.c. Therapy in 2008.

Manufacturer narrative:
The nurse practitioner as well as the wound care nurse indicated that the allergy/immunology staff were not "100% convinced" that the v.a.c. Granufoam silver was the product that caused the reaction. A patch test was not performed prior to placement of the foam. The nurse practitioner also stated that the patient had been receiving v.a.c. Therapy using the v.a.c. Granufoam and v.a.c. Whitefoam since 2008, without issue prior to this event. V.a.c. Labeling contraindicates the use of the v.a.c. Granufoam silver dressing in patient's with a sensitivity to silver.